Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to provided information, the control printed circuit board, monitoring printed circuit board and dc/dc & standard connectors printed circuit board were cleaned and adjusted. The ventilator passed all functional and safety tests and was cleared for clinical use. Technical error 10 is a valves disabled alarm. This alarm shall be triggered when a low level of the signal disable_valves. L is detected during a period longer than 11.0 ± 0.1s (the valves_disabled signal has stopped power supply to gas modules and safety valve). This can happen if the breathing subsystem is not working properly or deliberately has shut down the ventilation due to internal problems. The device's logs were not available for further analyze. The cause has been determined and to related to printed circuit boards.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).